Event description:
A lensar representative reported that on the third and fourth cases of the day, the fragmentation pattern was decentered outside the capsule. Both procedures were aborted and no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.